Manufacturer narrative:
Specific sample collection device information has not been supplied to date. Per the customer, the sample was centrifuged for 8 minutes at an unspecified speed. Per the customer, qc is performing within the customer's established ranges. System check data provided from (B)(4) 2011, passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse performed high sensitivity system checks to trouble shoot potential hardware issues. The fse replaced aspirate probes and aspirate probe tubing on two pipettors. The fse also noted that the customer's sample handling practices are not producing "ideal" samples so the fse gave the customer information to assist them with pre-analytical sample handling practices. Although the fse addressed both hardware and sample handling issues at the time of service, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high thyroid - stimulating hormone (tsh) results above the normal reference range for one patient's sample that was generated by the unicel dxi 800 access immunoassay system. Repeat analysis of the sample gave lower results within the normal reference range. The results provided by the customer are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.